Event description:
It was reported that during followup several months post implant the right ventricular lead was unable to capture at full output. Chest x-ray showed the lead appears to be in place. The lead remains in use with a check to be done in one month. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.